Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a compressor error. It is unknown under which circumstances the event was discovered or if there was any patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported the cardiosave intra-aortic balloon pump (iabp) had a compressor error. Patient involvement is unknown. A getinge field service engineer (fse) replaced scroll compressor (B)(4) also replaced temperature sensor (B)(4) and screw kit.unit return to clinical service. The defective components were received for further investigation. The nrc could not verify the failure of the compressor. Compressor passed all tests. Compressor was tested for multiple hours with no failure observed. Retaining the compressor in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the compressor shall be scrapped. No further evaluation is required by sustaining engineering. Part will be retained in the fat dept as per 0002-07-d008 rev ap. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.